Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 880 mcg/day via an implanted pump for an unknown indication. It was reported an empty reservoir occurred. It was further reported the rep was called to the hospital for a pump refill and the pump reservoir was empty as of (B)(6) 2020. Environmental/external/patient factors that may have led or contributed to the issue included the patient was admitted to the hospital {reason for hospitalization not reported} and was unable to make his refill appointment. Diagnostics/troubleshooting included a refill being completed by the doctor on (B)(6) 2020. The pump was refilled, and the issue was resolved at the time of this report. The patient¿s status at the time of this report was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. Additional information was received from the hcp via the rep on (B)(6) 2020 indicated no symptoms were mentioned by the medical team related to the empty reservoir. The medical team reported hearing the pump alarming. It was unknown why the patient was in the hospital. The rep sent the refill report to the managing physician's nurse. The nurse reported that the patient missed his refill appointment in (B)(6) 2019. The nurse reported that the practice attempted to follow up with the nursing home to reschedule the refill, but never received a response or answer from the nursing home. No further complications were reported/anticipated or expected.